Manufacturer narrative:
Additional patient identifier: (B)(6). Date of non-union is not known. The 510k: this report is for an unknown tibial nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) on (B)(6) 2017 where patient was implanted with an intramedullary (im) femoral nail, an im tibial nail, and an unknown quantity of unknown screws. On unknown date it was revealed patient had developed a non-union. A revision procedure is anticipated but is not yet scheduled. This report is for one (1) unknown tibial nail. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: item: 04.034.446s; lot: h255679; mfg qty: 6; mfg date: 22 dec 2016; mfg location: monument; (B)(4): 13273; exp date: 30 nov 2025; product was inspected and passed per inspection sheets. Product was packaged per instruction sheets. Sterilization run report received from ethicon end-surgery indicating product sterilization passed. Sterile product release checklist indicates requirements were met. There were no nonconformity¿s (ncs) or reworks generated during the manufacturing of this product. No nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) on (B)(6) 2017 where patient was implanted with an intramedullary (im) femoral nail, an im tibial nail, two (2) 5mm locking screws in tfna, and four (4) 5mm locking screws in tibial nail. On unknown date it was revealed patient had developed a non-union. On (B)(6) 2018, patient returned to surgery and the proximal femoral nailing system (tfna) and tibial nail were removed. During removal surgery, one screw broke in femoral nail and was removed without difficulty. The surgeon decided to place non-synthes nails for fixation. Fragments generated from broken device were removed easily without additional intervention. Other medical intervention required for femoral nail and tibial nail. There was no reported surgical delay. The patient was ok. The surgery was completed successfully. This complaint, (B)(4) captures the post-operative nonunion and delayed healing that led to revision. Intra-operative incident occurred during revision is captured under (B)(4). This report is for one (1) 10mm ti cann tibial nail-ex w/prox bend 330mm-sterile this is report 2 of 4 for (B)(4).